Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 148 mg/dl. The customer stated that he had performed an infusion set change the night prior and after he began receiving excessive no delivery alarms. He said he probably received about 10 alarms. The customer stated that he could not troubleshoot at the time of the call, advising that he would call back later. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.